Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic procedure, a small piece of plastic was noted in the patient¿s abdominal cavity. The item was removed and after the laparoscopic portion of the surgery was completed, the ports were examined, and it was determined that the plastic piece originated from the inner area of one of the ports used.